Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the insertion of guide wire at c2, due to odontoid peg fracture, was performed into patient. Intra-op, guide wire was snapped with 2.6 cm in the patient and broken but this piece of guide wire was removed. No patient complications were reported due to this event.